Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. It was reported that bg values were not entered within 5 minutes of testing. The sensor was inserted at the abdomen on (B)(6) 2018 . No additional event or patient information is available. Data was provided, however the report of an inaccuracy could not be confirmed. A root cause could not be determined via data. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.